Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) found no issues with the unit. The rear panel was removed, and the retractor bands were retied to help prevent potential future damage. The drawers 2.1 and 2.2 were tested multiple times using the diagnostics application, and no problems were observed. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.